Event description:
We were instrumenting pedicle screws at t12 & l2 , skipping the fracture level. The e3d spin went fine, and initial nav integrity checks seemed fine as well. We placed all 4 screws at t12 / l2. We battled a little bit of saving but nothing significant. We took ap shot after screws were placed, and all four screws were completely out of the pedicle. The left side was lateral, and right side was medial.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. All four implants were misplaced in a similar fashion which is indicative of a drb shift. No warnings appeared within the logs that state the system detected and alerted the user of a drb shift. It was not until additional information was provided that it was clear the user had the drb and surveillance marker on the same spinous process clamp. This setup does not allow the system to detect drb shifts as the two will move in unison. The user did experience excessive deflection however evaluation determined that this was a byproduct of the drb shift and not the root cause of the misplaced implants. The user revised the implants intra-operatively and there were no adverse effects to the patient reported. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.